Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump received multiple no delivery alarms. The customer stated that an insulin infusion set change will usually resolve the issue, but on occasion, the alarm would occur more than once in a row. Scratches or cracks on the screen were also reported. No further details provided.